Event description:
The product report shows the device was replaced during the case due to high impedance readings. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed all 4 conductors/wires are broken; the fractures are located 3.8-cm from the proximal connector end of the extension.